Manufacturer narrative:
The reason for this revision surgery was the patient dislocated eight days post operation. It was reported the patient dislocated again on (B)(6) 2015. The length of in vivo service was 1.2 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: 4 for dislocation, 4 for infection, 5 for instability, 1 for pain and the remainder for issues not associated with a product issue. This is the first complaint against this lot number. After the primary surgery (8 days) when taking x-rays the patient dislocated while put in an awkward. The surgeon did an open reduction on (B)(6) 2015. The joint was difficult to relocate. The patient dislocated a second time (B)(6) 2015 after the first procedure and the surgeon opted to revise the patient with a +4 socket insert. The surgeon reported no issues associated with the product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - eight days post operation the patient was put in an awkward position for x-rays and dislocated. The surgeon performed an open reduction on (B)(6) 2015; it was difficult to put back in. The patient dislocated again (B)(6) 2015 and the surgeon decided to replace socket insert with a +4.